Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were made during the device check.